Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 4574 implantable pacing lead 2006-(B)(6). (B)(4).

Event description:
It was reported the the right ventricular lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.